Event description:
It was reported that the patient received inappropriate atp and hv therapies due to noise. It was suspected that the lead was rubbing against the previously capped lead resulting in the noise. Decreased lead impedance was also noted. Fluoroscopy revealed insulation damage. The lead was explanted and replaced.

Manufacturer narrative:
Evaluation description: external insulation abrasion was noted at 16.3-17.1cm from the connector pin, consistent with lead friction to the ICD can. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise.